Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular the treatment of a 36 mm abdominal aortic aneurysm. It was reported that the day after the index procedure, the patient presented with atrial fibrillation. The patient was treated with medication to resolve the event. The investigator has assessed the event as related to the index procedure. It was also reported that the patient, on the same day, presented with on-going left axillary and shoulder pain post-op. The event was treated with medication and treatment is continuing. The investigator has assessed the event as related to the index procedure. The event is also reported to be related to a known nerve injury. No additional clinical sequelae were reported and the patient is being monitored. Medical history: past tobacco use, hypertension, hyperlipidemia and gastro-intestinal disease.